Manufacturer narrative:
(B)(4). Device has not been returned to aid in the investigation. Device could not be positively identified. Report has been created to address an alleged patient adverse event. This event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Drug manufacturer complaint analyst reported that a patient had a stoma created with placement of a duopa/ peg- j (percutaneous endoscopic gastrostomy) using an ultrathane shetty single lumen gastrojejunostomy tube on an unspecified date. The hospitalist assessed that the patients' stoma site gradually enlarged over several months. A small amount of stomach acid leaked from between the stoma and tubing. The treatment modality of the event was not provided. No further event or patient information was provided. The causal relationship between the device and the gradual physiologic enlargement of the stoma is not known. A specific device problem is not known.

Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.